Manufacturer narrative:
On 10/17/19, a mentor clinician review revealed that the patient seems to have experienced an autoimmune disorder previously. Patient code generalized illness was added. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia, wrinkles/ripples. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with two unknown gel implants and experienced postoperative bilateral asymmetry, implant wrinkles/ripples, and right-sided device migration. As a result, the patient underwent bilateral removal and replacement with two 630cc mentor smooth round high profile implants (left: catalog#: 3503630, serial #: (B)(4). Right: catalog#: 3503630, serial #: (B)(4)) on (B)(6) 2019. This report is for the left prosthesis.